Event description:
It was reported that a male patient underwent a balloon kyphoplasty procedure (bkp) at t12. Cement extravasation into the intervertebral disc space was confirmed intra-operatively. The patient was discharged 64 days post-op. According to the report, the patient¿s hospitalization was prolonged due to rehabilitation for the right calcaneal bone. No symptoms were observed with the patient and no complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.